Event description:
Customer reported the accutorr plus shut down, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the unit's cpu board. Unit was safety tested to factory's specifications.